Manufacturer narrative:
The customer¿s complaint of various types of battery issues were identified as four different issues. Two of the issues (3 and 4) were confirmed, identified associated to software related issues. Issues 1 and 2 were not confirmed, observed working as intended. Issue 1: the battery runtime estimate varies significantly over a short period of time was confirmed working per design of the system. Issue 2: the ¿low battery < 30 min plug in now¿ remains on screen after pcu is plugged in and the low battery message stays on the screen longer on bd alaris pcus than older pcus was also confirmed working as designed. Issue 3: the battery runtime estimate varies when device is plugged in vs. Unplugged was identified as a defect in the ac battery gauge algorithm issue 4: the pcu¿s displayed battery runtime does not increase when the backlight (load) dims was determined associated to a refresh defect software issue of the pcu prompt area. Results from a battery runtime test confirmed the battery operating as intended and exceeds the specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4).